Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o-ring separated from the cartridge. Reportedly, a new cartridge was loaded to address the event. Blood glucose was 202 mg/dl.